Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient during defibrillation threshold (dft) testing at device implant. The procedure was successfully completed. Subsequently, a revision procedure was performed. The device and electrode were repositioned due to suspected sub-optimal placement. However, dft testing remained unsuccessful after repositioning. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient during defibrillation threshold (dft) testing at device implant. The procedure was successfully completed. Subsequently, a revision procedure was performed. The device and electrode were repositioned due to suspected sub-optimal placement. However, dft testing remained unsuccessful after repositioning. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.